Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant surgeries, the pt is experiencing refractive surprises in both eyes. He reported that the refraction for the left eye (dominant eye) has slowly changed with time and the pt is unhappy because her distance vision is not as good. The surgeon reported he does not think the lenses are defective and does not know the cause for the myopic shift in the left eye. Additional info has been requested. There are two medical device reports associated with this event; this report is for the left eye.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional info was requested on 05/16/2011, 05/20/2011, and 06/08/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).